Event description:
Upon reassessment of the reported event, the stem was determined to be not reportable. As the humerus fractured due to the patient falling, the humeral stem did not fail or fracture, and the device or procedure did not cause or contribute to the fall (the patient does not bear weight on the arm to stand/walk). The surgeon also indicated that the fall was not due to the prosthesis; therefore, this complaint is not reportable.

Manufacturer narrative:
Upon reassessment of the reported event, the stem was determined to be not reportable. As the humerus fractured due to the patient falling, the humeral stem did not fail or fracture, and the device or procedure did not cause or contribute to the fall (the patient does not bear weight on the arm to stand/walk). The surgeon also indicated that the fall was not due to the prosthesis; therefore, this complaint is not reportable.

Manufacturer narrative:
(B)(4). Report source: (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Remains implanted.

Event description:
It was reported the patient is scheduled for an upcoming revision to address humeral bone fracture secondary to a patient fall unrelated to the prosthesis. No further information is available at this time.